Manufacturer narrative:
Covidien reference # : (B)(4). Date of initial report : 03/28/2016. To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that during a partial hepatectomy, the device jaws could not be re-opened after a few applications were made with the device. There was no tissue damage, bleeding or patient injury as a result. The surgeon opened another device of the same type in order to successfully complete the procedure.

Manufacturer narrative:
Covidien reference # : bc201603-1330. Date of initial report : 03/28/2016. Date of follow-up report : 05/31/2016. One used ls1520 was received for evaluation. Visual inspection found eschar in the knife track. The blade did not move smoothly as the trigger was retracted to advance the blade. After cleaning, the knife moved smoothly along the knife track and returned to home position without assistance. The knife cut was tested on a silicone test strip with acceptable results. The investigation identified the root cause of the reported event to be attributed to the user infrequently cleaning the jaws during use allowing tissue and blood to build up. The IFU recommends cleaning the jaws with a piece of wet gauze often to help minimize tissue build up between the jaws. The IFU instructs the user to open the jaws by pushing forward on the white movable handle. No trend has been identified for this failure mode. No corrective action is required. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.